Manufacturer narrative:
Concomitant medical products: 3889-28 lead, implanted: (B)(6) 2015 and 3058 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion as the remaining longevity noted during a routine check was less than expected. The ICD remains in use. No patient complications have been reported as a result of this event.